Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The fse clarified that the device displayed error messages including equipment disabled: therapy, cannot analyze ECG, and "cannot pass self-test". The ready for use indicator displayed and x with a periodic chirp. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips healthcare that the m4735a heartstart xl "system reported error". No specific error or function was reported. There was no patient involvement.